Event description:
Bilateral total hip arthroplasty performed 2001. Left hip dislocated and pt felt right hip was uunstable. Bilateral revision arthroplasty was performed 2002, replacing acetabular components. Investigational implants removed from right hip.